Event description:
Revision due to infection and the pathogen is unknown. At about 3 months post-primary the surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 november 2024 (B)(4) items manufactured and released on 27-feb-2024. Expiration date: 2029-02-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: gmk-spherika tibial insert fixed sphere flex size 5/10 mm l e-cross (k202022) lot. 2218639 batch review performed on 14 november 2024 (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika femoral component spherika cemented s6+l (k211004) lot. 2314712 batch review performed on 14 november 2024 (B)(4) items manufactured and released on 21-sep-2023. Expiration date: 2028-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.